Manufacturer narrative:
Per tandem user guide: make sure your transmitter is snapped in completely. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the customer's sensor pad had fallen off his body. The customer used a new transmitter to resolve the reported issue. No additional patient or event information was available.